Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: 'pump problem, cassette not recognized'. Patient harm: no. Occurred: during set up. Stopped active infusion: no. A preliminary review of the logs identified the following issue: sensor hardware failure (vr encoder). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Due diligence complete, no pump was returned for evaluation. The reported issue, sensor hardware failure (vr encoder) cannot be confirmed or refuted. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.

Event description:
The device was returned for sensor hardware failure. Vr coupler was not sitting in the home position and the lever arm was locked. Device was powered on and a red pump service alarm occurred. Log files were reviewed and found multiple vr encoder failures. The device was opened to inspect for internal damage. Damage was identified on one of the screw mounts on the lvp handle. The fva pins were felt dragging. Their lip seals will need to be replaced. The vr assembly was inspected and found the frm flex cable was not connected at the frm board and the latch was found open. The cable was reseated and the resistor was recalibrated and verified on the test line. The device was then reverted back into clinical operations mode and a mock infusion was run. The device was able to infuse without alarms or errors. The set ID was reworked prior to this device returning to the wd service depot.